Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Progression of hcc/ progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace [disease progression]; liver failure [hepatic failure]; respiratory arrest [respiratory arrest]; post-embolization syndrome [post embolisation syndrome] ; rise in blood pressure [blood pressure increased]; gastric erosions [gastritis erosive] ; gastric ulcers [gastric ulcer]; chest pain [chest pain] ; toxic encephalopathy [toxic encephalopathy] ; sepsis [sepsis] ; acute respiratory infection [respiratory tract infection] ; bacterial peritonitis with sepsis [peritonitis bacterial] ; ischemic cerebrovascular insult to the cerebellum [cerebral ischaemia]; infection of the necrotic tumor [infected neoplasm] ; hematoma at puncture site [administration site haematoma] . Case description: initial information received on 04-nov-2016: this spontaneous medical device report was received from a literature article by popovic p., et al. Entitled "survival of patients with intermediate stage hepatocellular carcinoma treated with superselective transarterial chemoembolization using doxorubicin-loaded dc bead under cone beam computed tomography control." Published in the radiology and oncology journal regarding 35 patients (32 male and 3 women) with an average age of 67.5 +/- 7.8 years. The patients' medical history included intermediate stage hepatocellular carcinoma (hcc). Thirty of 35 patients were cirrhotic (22 patients were classified as child-pugh class a and the remaining 8 as class b) and presented different aetiologies: ethanol (in 13 patients), hbv (in 4 patients), hcv (in 4 patients) and other (in 9 patients). Twenty four of 35 patients had unilobar, predominantly right lobe disease (20 patients), and 11 of 35 patients had bilobar disease. Portal vein thrombosis was observed in 6 patients. The patients' concomitant medications were not reported. On an unknown date, between oct-2010 and jun-2012, a superselective doxorubicin-loaded dc bead transarterial chemoembolization (debdox tace) under cone beam computed tomography (cbct) control was performed in all patients. On unknown date, the patients were treated with dc bead (bead size 100-300microm, batch number and expiration date not reported), loaded with 50 mg of doxorubicin per vial (maximum dose of 100 mg of doxorubicin) for hcc. A 2.4 f microcatheter was superselectively position over the tumor feeding arteries before delivery of the dc bead. In patients with multifocal tumors, the position of the microcatheter was changed within the same session to ensure superselective dc bead delivery in each lesion. All procedures were performed under cbct control. On an unknown date, after the debdox tace, completion arteriography was performed by manual injection to minimize reflux into non-targeted areas. All patients were kept under observation for a period of 24-48 h. On an unknown date, after a period of 4-6 weeks, a second debdox tace was performed in all patients. Additional chemoembolization procedures were performed if the multifocality of the disease did not allow for complete targeting of the tumor in the first two treatment sessions. Overall, 120 debdox tace procedures were performed in 35 patients. Mean number of procedures per patient was 3.2 +/- 1.5. Thirty-three of 35 patients (94.3%) achieved an objective response after two sessions of debdox tace. Fourteen of 33 (42.4%) patients achieved complete response, while 19 (57.6%) achieved a partial response. Of the remaining two patients with no objective response, one patient had stable disease and the other had progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace. These patients were treated with sorafenib. On an unknown date, complications occurred in 34 of 120 debdox tace procedures. There were two (1.6%) major complications: an ischemic cerebrovascular insult to the cerebellum and an infection of the necrotic tumor that resulted in prolonged hospitalization. These 2 major complications were treated with antibiotics. On unknown date they were resolved. Minor complications (either self-limited or managed conservatively) occurred in 32 procedures (26.6%) (of which 4 procedures resulted in two complications simultaneously, which were, however, etiologically different): post-embolization syndrome (23 of 32 complications), rise in blood pressure (4 of 32 complications), gastric erosions or ulcers (2 of 32 complications), chest pain (2 of 32 complications) and hematoma at the puncture site (1 of 32 complications). The treatment and the outcome of these events was not reported. On an unknown date, after a mean follow-up period of 27.7 months +/- 10.5 months, 17 patients died. One patient died of acute respiratory infection with acute respiratory insufficiency, two of spontaneous bacterial peritonitis with sepsis, one of respiratory arrest, two of toxic encephalopathy, four of progression of hcc and the remaining 7 patients of liver failure. The authors also stated that the most common reason for death in the study was not related to progression of hcc but rather to liver cirrhosis, which may explain the significant drop in 2-year survival. No treatment related deaths were reported. The authors considered the events ischemic cerebrovascular insult to the cerebellum and infection of the necrotic tumor as major complications, and the events post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers, chest pain and hematoma at the puncture site as minor complications. The seriousness regarding the events progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace, acute respiratory infection with acute respiratory insufficiency, bacterial peritonitis with sepsis, respiratory arrest, toxic encephalopathy and liver failure was not provided. The authors considered that debdox tace under cbct control was a safe treatment method. The authors assessed the event infection of tumor necrosis as unrelated to the use of the dc bead, but related to the fact that necrotic tissue was an optimal culture medium for bacteria. Additionally, the authors considered the event ischemic cerebrovascular insult to the cerebellum to be likely due to the reflux of the contrast and dc-bead particles mixture from an extrahepatic feeding artery (mammary artery) into the basilar artery that resulted in ischemic injury to the cerebellum. This patient died of liver failure 5 months after the procedure, and as such, no treatment related deaths were reported. The authors also considered the event post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers, chest pain and hematoma at the puncture site related to tace procedure. Although the authors stated that the most common reason for death in the study was not related to progression of hcc but rather to liver cirrhosis, the authors did not provide an assessment regarding the event progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace. The company considered the events acute respiratory infection with acute respiratory insufficiency, bacterial peritonitis with sepsis, respiratory arrest, toxic encephalopathy and liver failure , ischemic cerebrovascular insult to the cerebellum, infection of the necrotic tumor and progressive disease (appearance of numerous new lesions in both liver lobs) despite continuous treatment with debdox tace, post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers and chest pain as serious ( fatal, prolonged hospitalization; medically significant) and the event hematoma at the puncture site as non-serious. Follow-up will be requested. Case comment: respiratory tract infection, peritonitis bacterial, sepsis, cerebral ischaemia and infected neoplasm are considered listed according to dc bead current reference safety information, whereas hepatic failure, respiratory arrest, toxic encephalopathy, disease progression, post embolisation syndrome, blood pressure increased, gastritis erosive, gastric ulcer, chest pain and administration site haematoma are considered unlisted. The authors reported that the events with fatal outcome (respiratory tract infection, peritonitis bacterial, sepsis, hepatic failure, respiratory arrest, toxic encephalopathy and disease progression) and infected neoplasm were not related to the treatment. Despite the limited information available, the company considered, in agreement with the reporting physician, the all the fatal events and infected neoplasm as not related with dc bead. In line with the assessment made by the authors, the company considered the event cerebral ischaemia to be likely due to the reflux of the contrast and dc-bead particles mixture. Additionally, in line with the assessment made by the authors, the company considered the events post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers, chest pain and hematoma at the puncture site related with tace procedure. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Progression of hcc/ progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace. Liver failure [hepatic failure]. Respiratory arrest. Post-embolization syndrome. Rise in blood pressure. Gastric erosions. Gastric ulcers. Chest pain. Toxic encephalopathy. Sepsis. Acute respiratory infection. Bacterial peritonitis with sepsis. Ischemic cerebrovascular insult to the cerebellum. Infection of the necrotic tumor [infected neoplasm]. Hematoma at puncture site. Case description: initial information received on 04-nov-2016: this spontaneous medical device report was received from a literature article by popovic p., et al. Entitled "survival of patients with intermediate stage hepatocellular carcinoma treated with superselective transarterial chemoembolization using doxorubicin-loaded dc bead under cone beam computed tomography control." Published in the radiology and oncology journal regarding 35 patients (32 male and 3 women) with an average age of 67.5 +/- 7.8 years. The patients' medical history included intermediate stage hepatocellular carcinoma (hcc). Thirty of 35 patients were cirrhotic (22 patients were classified as child-pugh class a and the remaining 8 as class b) and presented different aetiologies: ethanol (in 13 patients), hbv (in 4 patients), hcv (in 4 patients) and other (in 9 patients). Twenty four of 35 patients had unilobar, predominantly right lobe disease (20 patients), and 11 of 35 patients had bilobar disease. Portal vein thrombosis was observed in 6 patients. The patients' concomitant medications were not reported. On an unknown date, between oct-2010 and jun-2012, a superselective doxorubicin-loaded dc bead transarterial chemoembolization (debdox tace) under cone beam computed tomography (cbct) control was performed in all patients. On unknown date, the patients were treated with dc bead (bead size 100-300 microm, batch number and expiration date not reported), loaded with 50 mg of doxorubicin per vial (maximum dose of 100 mg of doxorubicin) for hcc. A 2.4 f microcatheter was superselectively position over the tumor feeding arteries before delivery of the dc bead. In patients with multifocal tumors, the position of the microcatheter was changed within the same session to ensure superselective dc bead delivery in each lesion. All procedures were performed under cbct control. On an unknown date, after the debdox tace, completion arteriography was performed by manual injection to minimize reflux into non-targeted areas. All patients were kept under observation for a period of 24-48 h. On an unknown date, after a period of 4-6 weeks, a second debdox tace was performed in all patients. Additional chemoembolization procedures were performed if the multifocality of the disease did not allow for complete targeting of the tumor in the first two treatment sessions. Overall, 120 debdox tace procedures were performed in 35 patients. Mean number of procedures per patient was 3.2 +/- 1.5. Thirty-three of 35 patients (94.3%) achieved an objective response after two sessions of debdox tace. Fourteen of 33 (42.4%) patients achieved complete response, while 19 (57.6%) achieved a partial response. Of the remaining two patients with no objective response, one patient had stable disease and the other had progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace. These patients were treated with sorafenib. On an unknown date, complications occurred in 34 of 120 debdox tace procedures. There were two (1.6%) major complications: an ischemic cerebrovascular insult to the cerebellum and an infection of the necrotic tumor that resulted in prolonged hospitalization. These 2 major complications were treated with antibiotics. On unknown date they were resolved. Minor complications (either self-limited or managed conservatively) occurred in 32 procedures (26.6%) (of which 4 procedures resulted in two complications simultaneously, which were, however, etiologically different): post-embolization syndrome (23 of 32 complications), rise in blood pressure (4 of 32 complications), gastric erosions or ulcers (2 of 32 complications), chest pain (2 of 32 complications) and hematoma at the puncture site (1 of 32 complications). The treatment and the outcome of these events was not reported. On an unknown date, after a mean follow-up period of 27.7 months +/- 10.5 months, 17 patients died. One patient died of acute respiratory infection with acute respiratory insufficiency, two of spontaneous bacterial peritonitis with sepsis, one of respiratory arrest, two of toxic encephalopathy, four of progression of hcc and the remaining 7 patients of liver failure. The authors also stated that the most common reason for death in the study was not related to progression of hcc but rather to liver cirrhosis, which may explain the significant drop in 2-year survival. No treatment related deaths were reported. The authors considered the events ischemic cerebrovascular insult to the cerebellum and infection of the necrotic tumor as major complications, and the events post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers, chest pain and hematoma at the puncture site as minor complications. The seriousness regarding the events progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace, acute respiratory infection with acute respiratory insufficiency, bacterial peritonitis with sepsis, respiratory arrest, toxic encephalopathy and liver failure was not provided. The authors considered that debdox tace under cbct control was a safe treatment method. The authors assessed the event infection of tumor necrosis as unrelated to the use of the dc bead, but related to the fact that necrotic tissue was an optimal culture medium for bacteria. Additionally, the authors considered the event ischemic cerebrovascular insult to the cerebellum to be likely due to the reflux of the contrast and dc-bead particles mixture from an extrahepatic feeding artery (mammary artery) into the basilar artery that resulted in ischemic injury to the cerebellum. This patient died of liver failure 5 months after the procedure, and as such, no treatment related deaths were reported. The authors also considered the event post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers, chest pain and hematoma at the puncture site related to tace procedure. Although the authors stated that the most common reason for death in the study was not related to progression of hcc but rather to liver cirrhosis, the authors did not provide an assessment regarding the event progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace. The company considered the events acute respiratory infection with acute respiratory insufficiency, bacterial peritonitis with sepsis, respiratory arrest, toxic encephalopathy and liver failure , ischemic cerebrovascular insult to the cerebellum, infection of the necrotic tumor and progressive disease (appearance of numerous new lesions in both liver lobs) despite continuous treatment with debdox tace, post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers and chest pain as serious ( fatal, prolonged hospitalization; medically significant) and the event hematoma at the puncture site as non-serious. Follow-up will be requested. Additional information on 06-dec-2016: follow up information has been sought to further investigate the events. As of 06-dec-2016 no additional information has been received. Final assessment on 03-jan-2017: follow up information has been sought to further investigate the events but no new information has been received. After three follow up attempts the case is considered lost to follow up. No device failure has been identified as a result of this adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comment: respiratory tract infection, peritonitis bacterial, sepsis, cerebral ischaemia and infected neoplasm are considered listed according to dc bead current reference safety information, whereas hepatic failure, respiratory arrest, toxic encephalopathy, disease progression, post embolisation syndrome, blood pressure increased, gastritis erosive, gastric ulcer, chest pain and administration site haematoma are considered unlisted. The authors reported that the events with fatal outcome (respiratory tract infection, peritonitis bacterial, sepsis, hepatic failure, respiratory arrest, toxic encephalopathy and disease progression) and infected neoplasm were not related to the treatment. Despite the limited information available, the company considered, in agreement with the reporting physician, the all the fatal events and infected neoplasm as not related with dc bead. In line with the assessment made by the authors, the company considered the event cerebral ischaemia to be likely due to the reflux of the contrast and dc-bead particles mixture. Additionally, in line with the assessment made by the authors, the company considered the events post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers, chest pain and hematoma at the puncture site related with tace procedure. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Progression of hcc/ progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace [disease progression]; liver failure [hepatic failure]; respiratory arrest [respiratory arrest]; post-embolization syndrome [post embolisation syndrome]; rise in blood pressure [blood pressure increased]; gastric erosions [gastritis erosive]; gastric ulcers [gastric ulcer]; chest pain [chest pain]; toxic encephalopathy [toxic encephalopathy]; sepsis [sepsis]; acute respiratory infection [respiratory tract infection]; bacterial peritonitis with sepsis [peritonitis bacterial]; ischemic cerebrovascular insult to the cerebellum [cerebralischaemia]; infection of the necrotic tumor [infected neoplasm]; hematoma at puncture site [administration site haematoma]. Case description: initial information received on 04-nov-2016: this spontaneous medical device report was received from a literature article by popovic p., et al. Entitled "survival of patients with intermediate stage hepatocellular carcinoma treated with superselective transarterial chemoembolization using doxorubicin-loaded dc bead under cone beam computed tomography control." Published in the radiology and oncology journal regarding 35 patients (32 male and 3 women) with an average age of 67.5 +/- 7.8 years. The patients' medical history included intermediate stage hepatocellular carcinoma (hcc). Thirty of 35 patients were cirrhotic (22 patients were classified as child-pugh class a and the remaining 8 as class b) and presented different aetiologies: ethanol (in 13 patients), hbv (in 4 patients), hcv (in 4 patients) and other (in 9 patients). Twenty four of 35 patients had unilobar, predominantly right lobe disease (20 patients), and 11 of 35 patients had bilobar disease. Portal vein thrombosis was observed in 6 patients. The patients' concomitant medications were not reported. On an unknown date, between oct-2010 and jun-2012, a superselective doxorubicin-loaded dc bead transarterial chemoembolization (debdox tace) under cone beam computed tomography (cbct) control was performed in all patients. On unknown date, the patients were treated with dc bead (bead size 100-300microm, batch number and expiration date not reported), loaded with 50 mg of doxorubicin per vial (maximum dose of 100 mg of doxorubicin) for hcc. A 2.4 f microcatheter was superselectively position over the tumor feeding arteries before delivery of the dc bead. In patients with multifocal tumors, the position of the microcatheter was changed within the same session to ensure superselective dc bead delivery in each lesion. All procedures were performed under cbct control. On an unknown date, after the debdox tace, completion arteriography was performed by manual injection to minimize reflux into non-targeted areas. All patients were kept under observation for a period of 24-48 h. On an unknown date, after a period of 4-6 weeks, a second debdox tace was performed in all patients. Additional chemoembolization procedures were performed if the multifocality of the disease did not allow for complete targeting of the tumor in the first two treatment sessions. Overall, 120 debdox tace procedures were performed in 35 patients. Mean number of procedures per patient was 3.2 +/- 1.5. Thirty-three of 35 patients (94.3%) achieved an objective response after two sessions of debdox tace. Fourteen of 33 (42.4%) patients achieved complete response, while 19 (57.6%) achieved a partial response. Of the remaining two patients with no objective response, one patient had stable disease and the other had progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace. These patients were treated with sorafenib. On an unknown date, complications occurred in 34 of 120 debdox tace procedures. There were two (1.6%) major complications: an ischemic cerebrovascular insult to the cerebellum and an infection of the necrotic tumor that resulted in prolonged hospitalization. These 2 major complications were treated with antibiotics. On unknown date they were resolved. Minor complications (either self-limited or managed conservatively) occurred in 32 procedures (26.6%) (of which 4 procedures resulted in two complications simultaneously, which were, however, etiologically different): post-embolization syndrome (23 of 32 complications), rise in blood pressure (4 of 32 complications), gastric erosions or ulcers (2 of 32 complications), chest pain (2 of 32 complications) and hematoma at the puncture site (1 of 32 complications). The treatment and the outcome of these events was not reported. On an unknown date, after a mean follow-up period of 27.7 months +/- 10.5 months, 17 patients died. One patient died of acute respiratory infection with acute respiratory insufficiency, two of spontaneous bacterial peritonitis with sepsis, one of respiratory arrest, two of toxic encephalopaty, four of progression of hcc and the remaining 7 patients of liver failure. The authors also stated that the most common reason for death in the study was not related to progression of hcc but rather to liver cirrhosis, which may explain the significant drop in 2-year survival. No treatment related deaths were reported. The authors considered the events ischemic cerebrovascular insult to the cerebellum and infection of the necrotic tumor as major complications, and the events post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers, chest pain and hematoma at the puncture site as minor complications. The seriousness regarding the events progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace, acute respiratory infection with acute respiratory insufficiency, bacterial peritonitis with sepsis, respiratory arrest, toxic encephalopaty and liver failure was not provided. The authors considered that debdox tace under cbct control was a safe treatment method. The authors assessed the event infection of tumor necrosis as unrelated to the use of the dc bead, but related to the fact that necrotic tissue was an optimal culture medium for bacteria. Additionally, the authors considered the event ischemic cerebrovascular insult to the cerebellum to be likely due to the reflux of the contrast and dc-bead particles mixture from an extrahepatic feeding artery (mammary artery) into the basilar artery that resulted in ischemic injury to the cerebellum. This patient died of liver failure 5 months after the procedure, and as such, no treatment related deaths were reported. The authors also considered the event post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers, chest pain and hematoma at the puncture site related to tace procedure. Although the authors stated that the most common reason for death in the study was not related to progression of hcc but rather to liver cirrhosis, the authors did not provide an assessment regarding the event progressive disease (appearance of numerous new lesions in both liver lobes) despite continuous treatment with debdox tace. The company considered the events acute respiratory infection with acute respiratory insufficiency, bacterial peritonitis with sepsis, respiratory arrest, toxic encephalopaty and liver failure , ischemic cerebrovascular insult to the cerebellum, infection of the necrotic tumor and progressive disease (appearance of numerous new lesions in both liver lobs) despite continuous treatment with debdox tace, post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers and chest pain as serious ( fatal, prolonged hospitalization; medically significant) and the event hematoma at the puncture site as non-serious. Follow-up will be requested. Additional information on 06-dec-2016: follow up information has been sought to further investigate the events. As of 06-dec-2016 no additional information has been received. Case comment: respiratory tract infection, peritonitis bacterial, sepsis, cerebral ischaemia and infected neoplasm are considered listed according to dc bead current reference safety information, whereas hepatic failure, respiratory arrest, toxic encephalopathy, disease progression, post embolisation syndrome, blood pressure increased, gastritis erosive, gastric ulcer, chest pain and administration site haematoma are considered unlisted. The authors reported that the events with fatal outcome (respiratory tract infection, peritonitis bacterial, sepsis, hepatic failure, respiratory arrest, toxic encephalopathy and disease progression) and infected neoplasm were not related to the treatment. Despite the limited information available, the company considered, in agreement with the reporting physician, the all the fatal events and infected neoplasm as not related with dc bead. In line with the assessment made by the authors, the company considered the event cerebral ischaemia to be likely due to the reflux of the contrast and dc-bead particles mixture. Additionally, in line with the assessment made by the authors, the company considered the events post-embolization syndrome, rise in blood pressure, gastric erosions, gastric ulcers, chest pain and hematoma at the puncture site related with tace procedure. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.